Event description:
An insertion issue was reported with the adc device. It was reported the insertion needle was bent and thus prevented the insertion of the adc sensor and customer was unable to obtain readings. As a result, customer experienced sweating and an inability to speak and move, requiring third-party treatment of coca-cola. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Applicator (B)(6) has been returned and investigated. Visually inspection has been performed on the applicator and no issues were observed. It is observed that the applicator was fired correctly. The sharp has been investigated and no issues were observed. Sensor pack (B)(6) has been returned and investigated. Visually inspection was performed on the sensor pack and no issues were observed. It is observed that the lid was completely peeled off. Visual inspection was performed on the platform and no issues were observed. The issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An insertion issue was reported with the adc device. It was reported the insertion needle was bent and thus prevented the insertion of the adc sensor and customer was unable to obtain readings. As a result, customer experienced sweating and an inability to speak and move, requiring third-party treatment of coca-cola. There was no report of death or permanent impairment associated with this event.